Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. (B) (4).

Event description:
The customer reported the system will not display an image. No pt injury was reported.